Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted in a follow up report when received.

Event description:
As reported by an updated legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to perforation and tilt. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by an updated legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to perforation and tilt. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, a right upper extremity vein approach with subsequent placement of a peripherally inserted central catheter (PICC) line was chosen. The patient had a history of pulmonary embolism (pe). Preliminary ultrasound confirmed patency of the right basilic vein. Inferior vena cavography was performed using contrast injection, and following localization of the renal veins, a trapease inferior vena cava filter was deployed at the l2-l3 intervertebral disc level below the renal vein. Repeat inferior vena cavography confirmed placement of the filter. No evidence of caval thrombus was noted. Approximately thirteen years and ten months after the filter was implanted, the patient underwent a computed tomography (CT) scan indicated for inferior vena cava (ivc) evaluation. The CT scan findings reported the ivc filter present with the superior tip of the filter located at the level of the right renal vein; the superior tip of the ivc filter is tilted towards the left ivc wall, and the tines of the ivc filter do appear to extend beyond the margin of the ivc wall. Other incidental findings included a small calcified renal cyst, cholelithiasis and diverticulosis. Results from another CT scan completed six months earlier were used for comparison. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately thirteen years and ten months post implantation. The patient reports ivc perforation and tilting of the filter. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, history includes pulmonary embolism (pe). Inferior vena cavography was performed, and following localization of the renal veins, a trapease was deployed at the l2-l3 disc level below the renal veins. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to perforation and tilt. A CT scan, thirteen years and ten months after implant, reported the ivc filter present with the superior tip of the filter located at the level of the right renal vein; the superior tip of the ivc filter is tilted towards the left ivc wall, and the tines of the ivc filter do appear to extend beyond the margin of the ivc wall. Other incidental findings included a small calcified renal cyst, cholelithiasis and diverticulosis. Results from another CT scan completed six months earlier were used for comparison. Per the patient profile form (ppf), the patient reports ivc perforation and tilting of the filter. The patient further reports anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.